Manufacturer narrative:
The suspect device was not returned for investigation. However, vyaire technical field representative upgraded software to version 6.0.1900.0 according to service manual. Downloaded device logs and trending data and sent them to tech support. Performed unit quick check, photonic o2 calibration and verification test. All the unit test is passed. Furthermore, the exact root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us the screen went blank while on a patient. The machine continues to ventilate the patient while the screen states ""turn off. Decompress". They decided to take off the patient out of vent, bag valve mask & transferred to a back up bellavista. When in hallway after 5-10 mins, the machine start system start-up, then the regular screen home screen appears. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined root cause as due to software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0. Unit passed all test and worked properly according to specs.